Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on (date) in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer states they have received replacement products and are satisfied with readings. Customer does not need assistance with meter at this time. No symptoms or additional medical attention reported at the time of the call.

Event description:
Consumer reported complaint for e-5 after the blood is absorbed accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of fatigue, excess urination, thirst,and blurry vision. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was performed by the customer and produced test results of e-5 fasting using true metrix meter. The test strip lot manufacturer's expiration date is 06/29/2019 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. Manufacturer contacted customer in a follow-up call in order to ensure the customer's condition since the initial call; customer's sister took customer to the ER where he was diagnosed with hyperglycemia (does not recall blood glucose reading upon arrival). Customer was treated with IV fluids and insulin and was discharged on (B)(6) 2017. He is no longer experiencing symptoms and no further medical attention was required.